Event description:
It was reported that a malfunction occurred on the pump, identified by the caller as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any malfunction code appears in the future. The caller acknowledged and understood the instructions.